Manufacturer narrative:
Additional information was provided on (B)(4) 2015 on the event and a correction on the time frame between the two issues has been provided. The foot pedal stopped working initially. When placing his foot on the foot pedal, the generator would not come on with radiofrequency. At this point, the generator was switched off and the foot pedal was unplugged from the generator. The foot pedal was then plugged back in and the generator switched back on when at that point the ablator then came back on by itself without pressing the foot pedal. Originally, it was stated that there were 30 minutes in between the two issues of no radiofrequency when pressing the foot pedal and the generator came on without anyone pressing the foot pedal or start on the generator. However, there was about a 5 minute window. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with an ep - shuttle rf generator system - 100w. They were having trouble with the foot pedal that was connected to the generator. The foot pedal seemed to be working intermittently towards the end of a left sided atrial fibrillation (afib) procedure having worked fine for the majority of the procedure. Eventually, when placing his foot on the foot pedal, the generator would not come on with radiofrequency. Following this about after 5 minutes, it appeared that without anyone pressing the foot pedal or start on the generator, the pump started and the generator came on. The device was evaluated and dc/dc converter was defected. The defected part was replaced. The issue was resolved. The device was also subjected to a preventative maintenance, safety and functional testing and all tests passed. The foot pedal was evaluated and no malfunction was found. The foot pedal is working properly. It was confirmed that the dc/dc converter was defective the device shuts completely off and on again. But it is not possible that it starts the ablation by itself. The failure of the dc/dc converter is not related to the generator ablating itself. Device self-ablation was not confirmed. The device history record review (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an ep - shuttle rf generator system - 100w. They were having trouble with the foot pedal that was connected to the generator. The foot pedal seemed to be working intermittently towards the end of a left sided atrial fibrillation (afib) procedure having worked fine for the majority of the procedure. Eventually, when placing his foot on the foot pedal, the generator would not come on with radiofrequency. Following this about after 30 minutes, it appeared that without anyone pressing the foot pedal or start on the generator, the pump started and the generator came on. It was immediately switched off. The delay times were the default settings. The foot pedal was disconnected and the procedure was successfully completed with no patient consequence. For the issue of the foot pedal was not delivering radiofrequency when placing his foot on the foot pedal, this issue is assessed as not reportable. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because it was stated that the generator turned on by itself without application of manual pressure of the foot pedal.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(6). (B)(4).